Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer was having trouble getting insulin out of the syringe to put in the cartridge numerous times. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a cartridge was loaded to address the issue.